Manufacturer narrative:
The pump was received with power error due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 230 mg/dl. Troubleshooting steps were provided for power error detected alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.